Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Follow-up conducted with the doctor's office indicated the device reached battery depletion. Premature battery depletion was questioned because of how the device was programmed and the patient's use.

Event description:
It was reported that the patient had a few episodes that were not clear to the cardiologist. A lead anomaly was suspected. Review of the egms noted that the patient received therapy for svt and that the device was programmed to a custom channel which will show myopotentials with patient movement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.